Event description:
A pt reported experiencing inaccurate high results with a fasttake meter. There are two sets of meter results being compared. The first set of meter results, the pt's blood glucose results were hi mg/dl (for the hi result a result of 600 was used), 105mg/dl. Tests were done within <20 minutes with a difference of 124%. The second set of meter results, the pt's blood gulcose results were 275mg/dl, 347mg/dl (results were located in the potential medical tab). Tests were done within <20 minutes with a difference of 21%. Pt did not experience any adverse events. No further info has been reported.